Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, upon implantation, the surgeon observed a central defect on the iol. The surgeon felt the defect was on the iol and not due to handling or folding. The iol was cut and removed, and a same-company, same-diopter replacement lens was implanted during the initial procedure without issue. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).